Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(4) intermittently powers up autopulse platforms. The customer noted when the battery is stored in a location with a higher temperature, it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was corrected. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported that the fully charged autopulse li-ion battery (sn (B)(6)) is unable to power up autopulse platforms. The customer noted when the battery is stored in a location with a higher temperature, it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.